Manufacturer narrative:
(B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. However, this complaint is for a report of a use error during the initial drain stage, where the patient stated that they did not check the patient line prior to connecting the homechoice. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide,¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. It also instructs the user to verify that the patient line is properly primed. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient failed to follow therapy steps during peritoneal dialysis therapy. The patient connected to the homechoice machine before verifying that the line of the homechoice automated pd set with cassette was properly primed. This occurred during the initial drain cycle of peritoneal dialysis therapy. The technical service representative reviewed proper procedures with the caregiver and advised the caregiver to restart therapy with new supplies. There was no patient injury or medical intervention reported. No additional information is available. This is report 2 of 2.